Event description:
It was reported that in (B)(6), 2010 due to stable angina, the patient underwent the index procedure with the deployment of one promus drug-eluting stent to proximal left anterior descending artery and two promus drug eluting stents to mid left anterior descending artery to treat one continuous lesion covering both the sites. Residual stenosis was 0% with timi 3 flow. The patient was discharged from the index hospitalization the next day. On (B)(6), 2011, the patient underwent right femoral-peroneal bypass graft with saphenous vein [unrelated to index procedure]. Post operation, the patient was developed chest pain overnight which was resolved with nitro. The following day, the patient was reported to have had elevated troponins and non-st elevation myocardial infarction (nstemi) and remained hospitalized. On (B)(6), 2011, cardiac catherization was performed, which revealed an open stent, however minor non-occlusive disease and small vessel disease were noted. The patient was discharged from hospitalization on (B)(6), 2011. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of angina and mi, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.